Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil. According to the complainant, an approximately 1inch long piece of the tip of the device detached. Where this event occurred, when it occurred, how it occurred and the effects on the patient are all unknown. Attempts to obtain additional information were unsuccessful. The piece of the device was discovered in an ureteroscope during a separate procedure where no stone cone device was being used. The piece was not discovered during sterilization, it was noted after the scope was placed in the patient. The piece never migrated out of the scope, and was removed successfully with no adverse effects to the patient.

Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil. According to the complainant, an approximately 1 inch long piece of the tip of the device detached. Where this event occurred, when it occurred, how it occurred and the effects on the patient are all unknown. Attempts to obtain additional information were unsuccessful. The piece of the device was discovered in an ureteroscope during a separate procedure where no stone cone device was being used. The piece was not discovered during sterilization, it was noted after the scope was placed in the patient. The piece never migrated out of the scope, and was removed successfully with no adverse effects to the patient.

Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil. According to the complainant, an approximately 1 inch long piece of the tip of the device detached. Where this event occurred, when it occurred, how it occurred and the effects on the patient are all unknown. Attempts to obtain additional information were unsuccessful. The piece of the device was discovered in an ureteroscope during a separate procedure where no stone cone device was being used. The piece was not discovered during sterilization, it was noted after the scope was placed in the patient. The piece never migrated out of the scope, and was removed successfully with no adverse effects to the patient.

Manufacturer narrative:
Additional information received on (B)(6) 2012 revealed that the procedure where the approximately 1 inch long piece of the tip of the stone cone retrieval coil detached took place on (B)(6) 2012. The date of the procedure where the piece of the device was discovered inside of the scope was (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned stone cone retrieval coil revealed that only a small portion of the blue/green shrink wrap was returned with no core wire inside. Visual analysis of the returned fragment noted melting and scorching. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.